Event description:
It was reported that during a procedure, the insulation layer of the wand was found to be damaged. Backup device was available to complete the procedure. A significant delay was reported. No patient injuries were reported.

Manufacturer narrative:
The returned device, intended for use in treatment was returned. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with scratch/scuff marks and discoloration/strong contamination on the spacer and the return electrode. The insulation around the shaft is damaged and compromised; the device was returned with a cut saline connector/tube. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was connected to a known good coblator ii controller and activated in saline solution. The ablate- and coagulation- function was activated and the device produces plasma on the electrodes as intended. The suction line was tested and performed as intended. The device was returned with a cut saline connector/ tube; an attempt was made to test the saline line with a syringe and the saline line performed without any hesitation. The complaint was verified; however, coblation or coagulation power is not fully functional and the device shows minimal electrode wear, but shows a damaged and compromised insulation layer. The root cause cannot be determined with certainty. A possible factor for the damage could defined (1) by hitting other equipment while using the wand (2) may result from vigorous use against bony surfaces; this could happen by probably not ensuring/disregard the recommendations in the instructions for use provided with the device, associated with set-up and use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.